Event description:
Health care professional reports microbubbles noted in the venous line going to the pt. The pt was asymptomatic however the pt was placed on left side and oxygen administered as a precaution. Health care professional reports no pt injury. Health care professional reports the staff does not always arm the air-foam detector during pt use.